Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacement device was being replaced approximately 2 months after it had initially been placed (patient age, gender and weight are unknown). According to the complainant, during the removal procedure, the balloon could not be deflated using the syringe. The base of the balloon was cut to deflate the balloon and drain the water. Reportedly, there was some patient bleeding during the device removal. Another endovive low profiole balloon replacement device was used to complete the procedure. The patient's bleeding was reported to have stopped without requiring any intervention. No other patient complications were reported as a result of this event.

Manufacturer narrative:
Was adverse event and product problem should be product problem.

Manufacturer narrative:
A visual examination of the returned device noted that the balloon injection port has been cut off and was returned with the balloon. A functionality check was performed using a syringe that was inserted directly into the fill lumen. The balloon was inflated and deflated without any difficulty. The customer complaint could not be confirmed. The cause of the reported malfunction is unable to be determined.